Event description:
Customer reported while using a hand held intermec barcode wand, read a sample barcode incorrectly as "005fh37575" instead of "007fk47575". A hepatitis core virus assay was being run at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-00655-02.